Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had air bubbles in the reservoir. Caller stated that the customer had issues with 3 reservoirs that came from the same box. Customer would get air bubbles, which caused his blood sugar to go high. Customer was not using insulin at room temperature. Customer was advised to use room temperature insulin so that it doesn't cause the insulin to gas out. Customer also had a blood glucose between 300-400 mg/dl on (B)(6) 2015.